Event description:
It was reported that 120 bd plastipak¿ luer-lok¿ syringes' blister packaging had yellow discoloration, found before use. The following information was provided by the initial reporter: "yellow staining found on the syringe packets of 2 shelf packs of syringes code 301229."

Manufacturer narrative:
H.6. Investigation summary: multiple samples were returned to our quality engineer for investigation. Through visual inspection, a yellow color can be observed on the blister packs. A device history was performed and found no non-conformances related to the reported issue during production of batch 1811217. Retained samples of the same lot were inspected, not finding any product with this defect. Testing was performed in attempts to recreate this issue, all results were found to be satisfactory, no yellow coloring was observed. Samples were tested to ensure product integrity, all packages tested were found to be properly sealed and sterility results verify the product remains sterile. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. The film for the reported lot is provided by a supplier whom we have notified of this issue. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 120 bd plastipak¿ luer-lok¿ syringes' blister packaging had yellow discoloration, found before use. The following information was provided by the initial reporter: "yellow staining found on the syringe packets of 2 shelf packs of syringes code 301229"